Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer took over a minute to save a portable data file to the universal serial bus. The hard drive was reconfigured and the software reloaded. During analysis the programmer failed functional vxi tests, and it was also noted that solder joints on the radiofrequency head connector on the link electronic module (lem) board were cracked. The lem board was replaced and calibrated. (B)(4).

Event description:
It was reported that the programmer's universal serial bus (usb) was "very very" slow. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.